Event description:
The manufacturer received information alleging a ventilator service alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by review of the error log. The oxygen blending module printed circuit assembly, and the sensor board were replaced to address the issue.